Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.

Event description:
Boston scientific received information that upon interrogation of this device a fault code error was present. It was noted that the battery voltage was at 2.18 volts and had a charge time of greater than 45 seconds. The indicate that the device is very close to end of life (eol) and will most likely be replaced very soon.